Event description:
It was reported that the customer was hospitalized for a non-diabetes-related event. The customer's nurse stated that during the hospitalization, the customer had high blood glucose levels of 266 mg/dl that were treated. The customer's nurse also stated that the insulin pump had been damaged. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind due to the motor encoder signal being out of phase. As a result, we were unable to perform the basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. Also, the insulin pump was received with a scratched display window.